Event description:
Plasmablade device began sparking and small flame was seen coming from device tip. When surgeon let go of button on device, the device still had sparks/flame.

Manufacturer narrative:
Corrected information: device evaluated by MFR?: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Eval, method: facility disposed of device. Device is not available for return and inspection. Eval, results: facility disposed of device. Device is not available for return and inspection. (B)(4).